Event description:
It was reported that the patient had a revision tka to replace the insert due to a unstable and hydrops of knee.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.